Manufacturer narrative:
A field service engineer (fse) went on-site and verified that the instrument checksum was disabled. Per product labeling: "beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy". The root cause is that the checksum digit was disabled by the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer mis-read the last digit of a sample ID for a patient specimen. The operator noticed the mis-ID because the accession number had no test assigned to the specimen. No erroneous results were generated because the results for the ID mis-read did not match any known patient specimen and were not reported out. There was no death, serious injury or change to patient treatment associated with this event.